Event description:
It was reported that a screwdriver broke when trying to put on a plate during the case. All debris was removed, the second screwdriver from the set was used to complete the case with no surgery delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.